Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Photographs additional information: multiple request for return of device have been made but no device has been returned. Discussion: both of the clip forms shown in these photographs are forms that can occur when while firing the device if the forces on the clip and jaws are not brought to neutral before and during the firing stroke. The forms seen in the photographs are more likely to result when firing over larger structures because the user tends to inadvertently place more forces than normal in an attempt to get the structure occluded and maintaining good visualization of the clip tips. The scissored tends to be the result of the forces of one clip leg being greater than on the other and/or some rotational force (torque) placed on the jaws. In either case the forces cause one or both clip legs to jump out of the clip track during forming. When the clip legs jump out of the clip track they are no longer constrained and cannot retain alignment to each other. The duck bill clip is typically the result of axial forces (back ward forces) pushing the clip back into the jaws. Hence the curved area does not get compressed properly. Since the clips close form distal to proximal, a larger structure in this case is sitting more mid clip and acts as a fulcrum causing the clip tips to open back up. Conclusion: based on the photographic evidence, the cause of the complication was probably inadvertent forces being placed on the clip and clip jaws during firing over a challenging structure. I do not believe this complication was the result of a device malfunction.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, that two clips fired did not form properly. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.